Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with the device as it was sized incorrectly; the cylinders did not fully fill the penis distally. Surgical intervention determined that the cylinders were smaller than required and that one of them was improperly implanted outside the corpora cavernosa. The existing cylinders were removed and replaced with a new set that fits better with the patient anatomy. No patient complications were reported.